Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The customer stated that the result of 15.7 ng/l was deemed to be correct. A field service engineer (fse) determined that the syringe seals were worn. The fse exchanged the measuring cell and performed preventative maintenance. For verification, the mechanical check passed, and calibration and qc were also successful. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 stat result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 20 ng/l, and the repeat result was 15.7 ng/l. The sample was repeated because qc was out of range.